Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device and initially self-treated with grapes, a banana, and honey candy for treatment. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as a headache and intense thirst. The customer presented at a hospital due to the low readings and upon arrival, received a reading of 455 mg/dl obtained on a healthcare professional (hcp) meter. The customer received 4 units of intravenous insulin (type unspecified) as treatment for the diagnosis of hyperglycemia. The customer was left the hospital after a few hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information provided in sections b5, h6, h7, h9, h11. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of glucose trace data from the returned sensor (insert sn) was conducted that evaluated the potential causal relationship between the complaint, and the manufacture issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. In the absence of any other information, adc cannot eliminate the manufacturer issue as the potential cause. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device and initially self-treated with grapes, a banana, and honey candy for treatment. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as a headache and intense thirst. The customer presented at a hospital due to the low readings and upon arrival, received a reading of 455 mg/dl obtained on a healthcare professional (hcp) meter. The customer received 4 units of intravenous insulin (type unspecified) as treatment for the diagnosis of hyperglycemia. The customer was left the hospital after a few hours. There was no report of death or permanent injury associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Report of death or permanent impairment associated with this event.